Manufacturer narrative:
Insulin pump powered up properly after battery installation. No missing segments or partial display noted. The insulin pump was monitored for a day and no missing segments or display anomaly noted. Insulin pump received with missing display window cover. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a partial display. The blood glucose level was unknown. Customer stated that the insulin pump was bumped. Customer stated that there was a crack on the screen where active insulin was displayed. The product will return for the analysis.